Event description:
Harmonic ace laparoscopic shears malfunctioned during the case. The shears would not rotate once activated. No harm to patient. New ace laparoscopic shears were opened and worked correctly.what was the original intended procedure?lh.device #1is this a laboratory device or laboratory test?no.